Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp and verified the customer's reported issue in the iabp log files, however, the stm was unable to duplicate the customer's reported issue. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) kept going into standby. It was later reported by the customer that the iabp unit would display a ¿gas loss¿ alarm, a ¿catheter restriction¿ alarm, then go into standby mode. The iabp unit was swapped out with another iabp unit to continue therapy without issue. There was no patient harm and no adverse event was reported.